Manufacturer narrative:
A device evaluation confirmed the customer allegation. The image collapsed due to defect of the bending tube. The insertion tube was wrinkled. The bending angle was insufficient due to the elongation of the angle wire. The forceps could not be inserted smoothly into the forceps channel. The channel cleaning brush also could not be inserted into the forceps channel. There was play in the bending section tube and the adhesive was missing. Scratches were found throughout the device. The label on the light guide connector was peeled off. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the charge-coupled device (ccd) camera of the videoscope was misaligned and reflected diagonally. The device was returned and an inspection revealed scraping of the forceps plug cap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Event description:
It was further reported, the issue was noticed during the cytoscopy (diagnostic) procedure. Since the issue was minor, the procedure was completed with the same device.

Manufacturer narrative:
This supplemental is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.